Event description:
It was reported that the patient presented for device changeout due to normal eri. Low hvli issues were observed during the procedure. The physician decided to explant the lead the following week.